Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) confirmed the 100 pressure high error message on the g8 instrument. The fse found that a blockage on the I-6 tubing. The fse replaced the I-6 tubing. The fse verified precision, calibration and quality controls; all passed. The instrument was performing within specifications. A complaint history review and service history review for similar complaints for high pressure error message was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6, troubleshooting - 6.3 error messages states the following: 100 pressure high. The pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported issue was due to the blocked I-6 tubing.

Event description:
On (B)(6 )2017 a customer reported getting 100 pressure high error messages while running patient samples for hemoglobin a1c (hba1c) on the g8 instrument. The customer is unable to run patient samples due to the high pressure error. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.